Manufacturer narrative:
H6: a code a08 (calibration problem) corrected to a140505 (inaccurate flow rate) to reflect medical device problem allegation "failed rate accuracy test." The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, accuracy testing, and event history log (ehl) review, the customer problem was duplicated. The pump failed three consecutive times when performing accuracy test, and the cause of the customer reported problem was an out of specification expulsor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the expulsor to correct the reported problem, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was out of calibration. Failed rate accuracy test. There was no patient involvement and no patient harm/adverse event reported.